Event description:
The customer reported that the system displayed an error message and would not reboot. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram card was replaced. The system was then found to be operating as intended.